Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The physician attempted to cross the lesion in a tortuous mid rca with a taxus express2 3.0 x 32 mm drug eluting stent. The stent came off of the balloon and embolized in the pt's leg. The stent was able to be retrieved with a snare. The procedure was completed with a different device. No pt complications were reported. The pt's condition is reported to be satisfactory.